Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that crossing difficulty was encountered. The tight target lesion was located in the right coronary artery. Following pre-dilation, a 3.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage. Promus element plus,mr,ous 3.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 12 from the distal end was lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.